Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an urethral perforation the patient had his inflatable penile prosthesis (ipp) implant surgery aborted. The ipp was opened but not used.